Manufacturer narrative:
The event device was returned for evaluation. Upon visual inspection, engineering noted the jaws and blade channel were clean. Engineering was able to replicate the customer experience of rough blade actuation by allowing eschar to build up on the jaws during testing of the device on porcine tissue. After the testing, the blade was actuated and engineering noted that the blade did not extend smoothly. The root cause of rough blade actuation is blood and eschar build-up. The customer report of tissue in the jaws when the blade was sticking supports this root cause. The instructions for use warn of blade function degradation when excessive blood and eschar buildup is allowed. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. This report is being filed as a result of a re-review of applied medical complaints received between june 1, 2014 and may 31, 2016. This retrospective review was associated with a quality management system (qms) compliance action plan developed and presented to FDA to address an april 10, 2015 warning letter. Applied medical has revised its MDR reporting criteria to be more conservative and has improved complaint handling and MDR reporting processes. The reviews ensured that recent reportable events were appropriately identified and reported to the designated regulatory authority(ies). This report, which represents the initial and final reports combined, is being submitted based on the findings of that retrospective review. In accordance to 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
Procedure performed unknown - "device blade stopped returning smoothly on track after 15-20 advancements. Blade was sticking." Patient status - fine.